Event description:
Pt went into v-fib. The defibrilltor was charged to 200 joules. Suddenly the screen turned bright green and the word "default" appeared. Paddles would not discharge. Defibrillator turned off and back on, but still did not work. Alternate unit had to be used.